Manufacturer narrative:
Other, other text: g5: 510k is blank, catalog number is not sold in the us. No device was returned for investigation. No root cause able to be determined due to this. Device history review of the reported lot number showed no non conformities reported during the manufacturing of the device.

Event description:
It was reported that the balloon was found leaking when doing a routine trach change on the patient. A new one was used to resolve the issue with no report of patient harm.